Event description:
It was reported that the patient¿s mother contacted support because the patient received an occlusion alert after entering a meal announcement. The patient had received over 70% of the intended insulin dose, and guidance was provided to avoid making a second meal announcement, allowing the device to manage any additional glucose rise. The patient, who was new to the device, had experienced several recent occlusions with both 23" teflon 6 mm inset infusion sets and 23" steel 6 mm contact/detach infusion sets. Previously, full supply changes had been performed for each occlusion. The agent advised that for future occlusions, the patient should call in to be guided through troubleshooting steps to determine whether a full supply change is needed or if running the line for a few drops would suffice. Education was provided that occlusion alerts may occur due to a blocked or kinked line. The lot numbers for the affected infusion sets were obtained (teflon: 6007302, steel: 6007323), and replacement infusion sets were arranged for overnight delivery. The patient¿s shipping address was confirmed. Blood glucose levels were reported to be unaffected and within range at the time of the call. The patient¿s mother had no further questions, and no additional assistance was required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.